Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was leaking from the chemistry cartridge (cc) reagent probe b. The operator discovered fluid on the cover of the reagent compartment. The leak was contained to the instrument. The volume of the leak is unknown; however, the drip tray over the reagent probe was almost full. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse confirmed leaking from reagent probe b and found a clogged reagent probe b wash valve. The fse cleaned the valve and verified instrument performance. (B)(4).